Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for about a month her insulin pump would alarm with no delivery. The customer then began to receive motor error alarms and her blood glucose would range between 300 mg/dl and 400 mg/dl. Troubleshooting was initiated for the motor error alarms. The drive support cap appeared normal. The customer was able to rewind the insulin pump. However, the insulin pump will be returned for analysis due to the multiple motor error alarms.

Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump also passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm, no excessive no delivery alarms and no beep anomaly noted. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.